Event description:
It was reported that there was a shocking or jolting sensation. The caller noted about 10pm the night prior to report the implantable neurostimulator (ins) pocket was tender and painful, right below the ins site when they pressed on it. The caller reported that the patient experienced ¿shooting stabbing pain¿ right below the device. It was noted that stimulation was turned off since then. When stimulation off and on, the caller reported the patient continued to feel tender, shooting pain and the pocket site but non-radiating. The caller reports the patient did not know if ins pocket had moved. It was noted that electrode impedance was checked at 0.25v and electrode 15 showed >4k ohms but was not using. It was further noted that electrode ½ showed <(> <<)>50 ohms but was also not using. The patient was programmed using 8/10. The caller reported no falls or trauma and did not pull a muscle. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that there were no diagnostics performed. It was unknown if any malfunctions were seen or if the cause of issue was determined. It was unknown if any interventions were taken or planned. It was also unknown how the patient was doing or if they were receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).